Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2012 (B)(6). (B)(64.

Event description:
It was reported that there was a slow steady increase of the right ventricular (rv) lead pacing impedance from 700 to 1000 ohms over one year and two alerts were recently triggered for impedance greater than 1000 ohms. It was discussed that a slow steady impedance rise is more indicative of lead tip, tissue scarring or capsulation. It was recommended to take impedance measurements during isometrics and pocket manipulation. The rv lead remains in use and will be monitored more closely. No patient complications have been reported as a result of this event.